Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pace evoked response. Patients appear to have ectopy or early contraction. Device alert came for pacing lower than expected. Device right ventricular (rv) lead paces when there's no need. The device remains in service. No adverse patient effects were reported. Additional information was obtained. The device is experienced cross talked of the right ventricular (rv) lead oversensing atrial pacing. The patient has leukemia, lumber medical branch block/rf ablation. Technical services (ts) discuss troubleshooting options. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pace evoked response. Patients appear to have ectopy or early contraction. Device alert came for pacing lower than expected. Device right ventricular (rv) lead paces when there's no need. The device remains in service. No adverse patient effects were reported.